Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 21-sep-2012, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone (dose and concentration unknown) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 a catheter access port (cap) dye study was performed during a pump replacement. The cap dye study revealed the catheter tip had migrated from t10 to t9 but otherwise normal dye dispersion. No action was required/taken. The outcome of the event was unresolved with no further action taken. The device diagnosis was catheter dislodgement. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving dilaudid (5.0 mg/ml at 1.0001 mg/day) via an implantable pump.